Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure of the flow diverter to open was unknown. The doctor resheathed the device only two times; they attempted to deploy the device three times.

Event description:
Medtronic received a report that the healthcare provider (hcp) accessed the vessel and began deploying the flow divertor through the phenom 27. Initially the distal end of the braid and distal section up until three quarters of the device would not open. Hcp resheathed the device and tried a second time to deploy the flow divertor, and the distal end and mid-section opened, however a distal section remained unopened. Hcp tried a third time to resheath and deploy the device without success. Hcp then recaptured the flow divertor with the phenom 27 and removed the system. Hcp then opened a second device (ped2-500-14) and a second phenom 27 catheter and successfully deployed the flow divertor. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The middle of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 t imes. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The angiographic result post procedure was good. The second pipeline shield flow divertor was deployed successfully and the aneurysm was filling less immediately post-operatively. The patient was undergoing flow diversion with coils surgery for treatment of a saccular, unruptured left internal carotid artery (ica) aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The distal landing zone was 3.8 mm, the proximal landing zone was 4.8 mm. It was noted the patient's vessel tortuosity was normal. The access vessel was the left ica with a diameter of 3.8 mm. Ancillary devices include a neuron 6f 070 - penumbra guide catheter, headway duo 156cm for coiling of the aneurysm microcatheter, aristotle 24 guidewire, stryker synchro select 014 guidewire, stryker target 360 soft 4mm x 10cm 6mm x 20cm coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was found not opened and frayed. While the proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was normal, which eliminates this factor as a potential cause. It is likely that the damaged braid and deployment of the braid in the vessel bend contribute to the failure to open issue. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.